Event description:
Heart string delaminated after folding and inserting into the delivery device.manufacturer response for heartstring proximal seal system, (brand not provided) (per site reporter).====================== took report on incident, assigned a rga#, sent replacement product. Will advise of findings.